Event description:
The customer reported being hospitalized due to high blood glucose of 384mg/dl. The symptoms leading to her admission was nausea and vomiting for over twenty four hours. The customer's recent glucose reading was 480mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found multiple no delivery alarms. Ran a fixed prime test and the insulin did exit. The customer was not willing to continue testing, and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.